Event description:
Complaint description: a hosp charge nurse reported loss of image during a colonoscopy procedure. The procedure was completed with a second scope and there were no complications related to the occurrence. The nurse reported that ancillary equipment worked well when connected with other scopes.